Event description:
It was reported that the patient's device could not be communicated with by the physician. The physician feels that the device is at end of service but this cannot be confirmed to date. The physician has declined not to have the generator replaced at this time as the patient has not had any increase in seizures and they would like to monitor her seizures to see if she needs the device replaced in the future or not. Attempts for further information has been unsuccessful to date.